Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged one day post implant. As a result, the lead was explanted and successfully replaced without incident.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.